Event description:
It was reported that an ilet user experienced persistent hyperglycemia after a missed lunch bolus and subsequently used multiple meal announcements as correction, with glucose around 268 mg/dl post-lunch and later reading of 400 mg/dl by dinner, remaining above 300 mg/dl for approximately 1.5 hours; troubleshooting and education were provided on appropriate correction practices and meal announcements, and no alerts or alarms were reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no injury reported. Investigation included user counseling and review of device use and dosing behavior. Investigation of this case revealed use error related to missed meal bolus and repeated meal entries used as correction rather than following recommended correction guidance, with no device malfunction identified for the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.

Manufacturer narrative:
Initial.